Event description:
On (B)(6) 2012 pt reported he experienced an extremely low blood glucose incident today. Pt reported he remembers getting the low cartridge alarm last night but thought he would wait until this morning to change his cartridge. Pt stated he woke up, ate breakfast around 7:30 am and then programmed a 7 unit bolus of insulin for the meal. Pt reported after 2.4 units of the bolus, the infusion device alarmed for no insulin so he changed the insulin cartridge and took an addition 5.5 unit bolus of insulin; 4.5 units for the remaining bolus and an add'l 1 unit because he changed his cartridge. Advised pt the add'l 1 unit bolus is recommended when changing the infusion site not the insulin cartridge. Pt stated at 8:45 am his blood glucose reading was 74 mg/dl so he ate a small orange and then at 9:45 am he was found collapsed on the floor by the school nurse. Pt reported he was definitely passed out. Pt stated the next thing he remembers is waking up in a van with an IV in his arm. Contents of IV were unk. Pt reported they told him his blood glucose level was 16 mg/dl when they found him. Pt stated by the time they reached the ER his blood glucose level had returned to normal. Pt reported his blood glucose level was 110 mg/dl at 12:51 pm and at 4:11 pm it was 221 mg/dl. Pt reported he was kept in the ER until 3 pm. Pt stated the emergency personnel had removed his tubing so he attached a new infusion set tubing to his infusion device and returned to using the device at 4:11 pm. Pt stated after connecting to the infusion device he took a 4 unit bolus to cover the 221 mg/dl reading. Pt alleged the hypoglycemic episode was due to his eating (B)(4) fruit. He stated he attempted to eat the same fruit the next day to increase his blood glucose prior to exercising but the fruit did the opposite and lowered his blood glucose level from 130 mg/dl to 70 mg/dl within the half - hour. No product return was requested.